Manufacturer narrative:
This supplemental report is being submitted to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record confirmed, that the device was shipped in compliance with the specifications. The presumed cause could not be determined. And the root cause could not be specified, since the device was not returned for evaluation. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the video system center was not able to get an image on the main monitor. The issue was found during the troubleshooting process. There were no reports of patient harm.

Manufacturer narrative:
In speaking with the olympus technical assistance center (tac), the customer was instructed to press the control on the monitor, to press port a, and then change to input to serial digital interface (sdi) 1. Once this change was made, the monitor had a live image again. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.